Event description:
Device 1 of 2. Reference MFR. Report 1627487-2013-23347. The pt has 2 scs systems implanted. It was reported the pt experiences ineffective stimulation with his cervical system. Diagnostics indicated multiple lead contacts had invalid and low impedances. Reprogramming did not resolve the issue. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.